Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) associated with patient symptoms of dizziness. Additionally, high capture thresholds were observed. The patient was advised for further evaluation. No adverse patient effects were reported. This crt-d remains in service.